Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (30-50 mg/dl). The customer drank juice to address the bg level. The customer stated that weight loss and lifestyle changes were the likely cause of the low bg. The customer has been in contact with a healthcare provider about the pump settings.